Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed. The shaft separation was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the nc trek balloon was not soaked prior to use and the device was prepared for use inside the patient anatomy. It should be noted that the nc trek rx instructions for use (IFU) instructs the user to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Additionally, this section states to evacuate air from the balloon segment, which is to be performed prior to insertion in the patient anatomy. In this case, not soaking the balloon prior to use or prepping the device inside the anatomy does not appear to have caused or contributed to the shaft separation.

Manufacturer narrative:
(B)(4) - incorrect prep. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to filing the initial medwatch report, return device analysis revealed a proximal shaft separation that was confirmed to have occurred during use in the patient. No additional information was provided.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in an unspecified coronary artery that was narrow, heavily tortuous and mildly calcified. No resistance was felt during advancement of the balloon catheter to the lesion. The 3.0x12 mm nc trek balloon catheter was pressurized one time to 17 atmospheres when the balloon ruptured. No resistance was felt during removal of the protective sheath prior to use. The balloon was not soaked prior to use. A new nc trek was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.